Manufacturer narrative:
Concomitant medical products: product ID: field generator 9731203 em mobile, lot: unknown. A medtronic representative went to the site to perform a system checkout. The system passed checkout and no issues were found. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2021 salesforce c00225312 (rep, hcp): medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess). It was reported that there was green status for the emitter and axiem box in the equipment screen. However, when attempting to verify instrumentation, both the emitter and axiem box were red status. The manufacturer representative rebooted and reseated the system several times and was unable to get a connection. Use of navigation was aborted and there was a 20 minute delay to the procedure. There was no impact on patient outcome.